Event description:
It was reported that the pump did not recognize the cassette when manually key locked to the pump. Per reporter, an alert was showing "cassette not locked. Lock cassette before starting up". Reporter states that different sets were inserted into the pump, and the same alert showed up and unable to start the program. The event occurred in the hospital during pre-testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported issue. Functional testing also confirmed the reported issue. It was determined that the cause was a faulty latch lock sensor. The latch lock sensor was replaced.